Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4), that on (B)(6) 2019, a pairing failure between the transmitter and smart device occurred. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with (B)(4) bluetooth device: passed. The share log was reviewed and confirmed the complaint. . Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a pairing failure between the transmitter and smart device occurred. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available.